Event description:
The colonovideoscope was returned to the service center with a report of unclear image and incorrect color. This issue does not constitute an MDR reportable event. However, an MDR reportable failure was identified during testing at the repair center. During inspection, corrosion was observed on the adhesive of the bending section cover or distal sheath. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.